Event description:
It was reported that the customer was hospitalized due to high blood glucose of 300mg/dl and ketones. Troubleshooting could not be performed as customer was not using the insulin pump at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.